Event description:
An asymptomatic patient presented to the clinic with high rv and lv capture thresholds. The patient underwent lead repositioning procedure. However, the physician could not find a suitable position. The lead was capped.

Manufacturer narrative:
Na